Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10599. It was reported that the patient presented in clinic feeling weak. Upon interrogation, the right ventricular and atrial leads exhibited increased capture thresholds and decreased p and r wave sensing. It was noted that the atrial lead also exhibited loss of capture. A chest x-ray revealed that the leads were in the proper position. It was noted that the patient had fallen several times. The physician suspected possible micro-dislodgement. Programming changes were made. The patient was stable.